Event description:
During prime, the customer noticed that under the yellow checkvalve, there was a "hole" in the tubing. The priming fluid leaked. The amount is unk. The set was replaced with another set.